Manufacturer narrative:
The concentrator was returned to invacare. It was observed that the front and rear shrouds were separated but not fully detached. The power switch had been pushed forward, and the hour meter had fallen back into the device. It was determined that the regulator had failed, pushing the product tank down into the sound box. Also, the tubing from the left sieve bed to the pe valve and the regulator both exhibited darkening and melting. This incident is being reported to the FDA out of an abundance of caution based on the evidence that the product tank experienced an over-pressurization event. This failure mode resembles that which was previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. In addition, the concentrator has exceeded its expected life of 3 years.

Event description:
The provider reported that the irc5po2v concentrator made a popping noise while in a consumer's home. The provider stated that upon further inspection, they found evidence that a small explosion had occurred, which separated the external case, pushed out the power switch, and blew out a couple hoses. There was also a melted spot on the tubing. The provider advised that the event was contained within the concentrator's shroud. No injury or property damage occurred.